Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.2 not detected on bus. Customer tried to reboot and recover the storage space, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer contacted the customer and confirmed that the customer recovered the pocket through the software. It has to be recovered by selecting the pocket first before the drawer. Confirmed recovery and performed preventive maintenance. The system functioned as intended after the customer resolved the issue.